Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer encountered an error that would not recover. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the surgeon elected to convert the procedure to an open surgery. During the dvstat call, intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted multiple sensor/motor errors 23087 and 23118 on universal surgical manipulator (usm) #4, axis 3. Tse helped the customer perform a hard power cycle on the patient side cart (psc); however, the error persisted. Isi followed up with the initial reporter (nurse) and confirmed that the open procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 23118 errors on the insertion. The unit also failed on the test platform as it failed the insertion chipencoder virtual absolute (cva) characterization test. The insertion cva printed circuit assembly (pca) was swapped out with a new one and the errors no longer occurred. The original insertion cva pca was reinstalled, and the errors returned. The unit went through more testing on the test platform with a new insertion cva pca and passed direction tests, lissajous, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The insertion cva pca and cva flat flex cable (ffc) will be replaced as a fix to the reported problem. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 23087 and 23118 (sensor/motor errors) on universal surgical manipulator (usm) #4, axis 3. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer encountered repeated errors on a usm after the start of the procedure. The surgeon elected to convert the procedure to an open surgery. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.